Manufacturer narrative:
Visual and microscopic inspection of the returned device revealed the sheath assembly had a perforation from the guidewire lumen.

Event description:
It was reported that catheter perforation occurred. An opticross peripheral ivus catheter was flushed and loaded on an amplatz wire. When the physician was removing the device, the wire was exiting the catheter before the hub. The catheter and wire were removed from the body safely with no issues. The procedure was completed with the original device. No patient complications were reported.